Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.29mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument did not open correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.